Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Chest pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, e1, h11.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted and replaced.